Manufacturer narrative:
A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head gets a shutter flash when utilizing a laser. Shutter lines can be seen on the monitor. The issue occurred during a therapeutic holmium laser enucleation of the prostate procedure and was completed using a similar device. There were no reports of patient harm.